Event description:
The following was reported to hamilton medical ag: when the equipment is on standby, the self check fails no patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).